Event description:
This report is being filed after the subsequent review of the following journal article, goyal, m., et al. (2012 march). A comparative evaluation of fixation techniques in anterior mandibular fractures using 2.0 mm monocortical titanium miniplates versus 2.4 mm cortical titanium lag screws. J maxillofac oral surg, 11, 442-450. The authors conducted a prospective study to compare the efficacy and surgical outcome of the treatment of anterior mandibular fracture using either 2.0 millimeter (mm) titanium miniplate or synthes device, 2.4 mm cortical titanium lag screw. Thirty patients within the age group of 16-60 years were randomly divided into two groups: group I consisted of 15 patients treated with competitor device and group ii consisted of 15 patients treated with synthes device. Interval follow-up was conducted three, six, 12 and 24 weeks postoperatively. Patients were assessed clinically for malocclusion, neurosensory deficit, biting efficiency, implant failure, malunion and nonunion; and pre and postoperative radiographs were taken to assess the gap between fracture segments. The authors reported one case of wound dehiscence in group ii. This report is for an unknown 2.4 mm cortical titanium lag screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown 2.4 mm cortical titanium lag screw. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.